Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized by ambulance for low blood glucose on (B)(6) 2020 with blood glucose level was 24 mg/dl and in range of 40 mg/dl. Customer was not on the insulin pump on (B)(6) 2020 while in the hospital. Customer also mentioned (B)(6) 2020 event where they treated with glucagon shot. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by ambulance for low blood glucose on (B)(6) 2020 with blood glucose level was 42 mg/dl, 24 mg/dl, in range of 40 mg/dl. Customer was treated with glucagon shot. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis. Frn-mmt-332,unomed inf set.